Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastric bypass, on the first firing of a 60mm powered echelon. The stapler was fired 1/3 of the way and then they paused. (They were pulsing). The blade retracted on its own after the first pause. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r59l0t. Device analysis: the analysis found that one plee60a device was returned with no apparent damage and with a gst60g cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired is consistent with an incomplete or interrupted cycle. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.